Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead; product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 435135, serial/lot #: (B)(4), ubd: 20-oct-2012, UDI#: (B)(4); product ID: 435135, serial/lot #: (B)(4), ubd: 09-nov-2012, UDI#: (B)(4). Product ID 37800, serial# (B)(4),product type: intestinal stimulator, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that ever since the patient had their previous ins replace due to normal battery depletion, the current ins wiggled in their stomach, never healed into a pocket, and had been moving around. When the patient laid down, it popped out, and the patient could move it around with their hands. The patient was worried if maybe the wires were being moved or something came off. No further complications were reported/anticipated.